Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were going to get a new pump in a couple of weeks after time of report. The patient called in to update her information. The patient stated she was having surgery on (B)(6) 2016 and would be replacing the pump. The patient had the pump since (B)(6) 2011. About 2 months after previous pump revision, the pump was sticking out and wouldn't stay put. She had a lot of fluid buildup from the pump, and the hcp thought it might be spinal fluid and wasn't sure if it was the catheter or pump. They have been turning the medication down and the patient thought she was getting 3.4 mg/day. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 15m g/ml at 3.4 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2016, they attempted to perform a catheter access port aspiration but were unable to do so successfully due to excessive amount of fluid. The pump was floating in fluid and a significant seroma was noted at the pump pocket. No external factors were noted. No action had been taken at the time of report. The patient was being referred to another physician for possible pocket revision and catheter revision. The patient was noted as alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8575, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.